Manufacturer narrative:
Visual examination of the submitted sig fem adpt torque wrench found end cap component loose, the socket fractured, and the screws that secure the scale to the assembly are loose. The root cause of the missing end cap is attributed to product design. The current complaint sample was manufactured prior to the implementation of co (B)(4). The root cause of the fractured socket is attributed to torsional forces being applied while attempting to use the instrument out of plane, i.e. Not perpendicular to the bolt being tightened. Co (B)(4) has been initiated to remove the radel® socket cap altogether and replace with a teflon® (ptfe ¿ polytetrafluoroethylene) split ring and a peek (polyetheretherketone) disc to the torque wrench. Co (B)(4) will change the dimensions of the socket feature the root cause of the loose screws is unknown. No conclusions could be drawn without the screws to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The femoral adaptor torque wrench is broken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.